Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in a chronic total occlusion (cto) of the right coronary artery (rca) for instent restenosis. A crossboss catheter was selected to treat the lesion. It was noted that true to true lumen all through the old stents until it reached the distal rca at which point the physicians were unsure if it remained in true lumen or travelled subintimally. The crossboss was then exchanged and a non bsc micro catheter and balloons were used. It was further noted that there were some blushing on fluoroscopy around mid rca. Procedure was aborted and deemed semi-successful as restenotic stents were opened but distal anatomy revascularization not completed. No stents were used. Patient status was stable.